Event description:
It was reported that during normal eri change-out, setscrew issue was detected. The patient is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of the inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone material in the aring set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.